Manufacturer narrative:
Patient is experiencing feedback that is consistent with electrical feedback, similar to that seen in previous instances of header abrasion. Returned device shows visual signs of minor header abrasion and minor fluid ingress. It is not determined that the header abrasion and the ingress are related, however, because both issues are found, emc is filing an MDR.

Event description:
Envoy medical corp. (Emc) was notified on 03/15/2019 of a battery change that occured for a patient that was experiencing symptoms of electrical feedback, similar to that previously seen with header abrasion. Returned product analysis (visual inspection) revealed minor header adhesive ("dip coat") discoloration, consistent with header abrasion. Also, evidence of minor red fluid ingress was noticed. Although root cause of the electrical feed back could not be attributed to the minor header abrasion and/or fluid ingress, due to reporting agreements/guidelines, emc is filing this MDR. Patient/clinical history with emc: (B)(6) 2012: implant. (B)(6) 2012: activation. (B)(6) 2012: analysis. (B)(6) 2013: fitting. (B)(6) 2013: analysis. (B)(6) 2013: transcanal revision. (B)(6) 2014: fitting. (B)(6) 2018: analysis. (B)(6) 2019: fitting (remote support). (B)(6) 2019: battery change.